Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was detached from the unit. In addition, the stent is no longer inside the introducer as originally observed in the photo provided. The delivery wire and the introducer were in good condition (i.e., no kinks, bends, nor elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); the stent was also noted to be fully expanded with both ends can be noted as completely flared. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The introducer component was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The reported issue documented in the complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system. However, the issue regarding the stent not being able to be pushed into the microcatheter cannot be evaluated; the stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components presented damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8484768. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2023. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter phone: (B)(6).the initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: one photo was provided. The delivery wire can be observed disconnected from the stent component that remains inside the introducer. There are no observable damages on none of the components due to the distance from which the photo was taken. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8484768. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported that the stent was released in the introducer was confirmed based solely on the detached condition of the stent observed in the photo. The issue reported that the stent became impeded in the introducer sheath cannot be evaluated based on the photo. With the limited evidence available, a root cause cannot be assigned. Further analysis will be conducted should the device is returned for evaluation. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the physician flushed the stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8484768) and delivered it. The stent was impeded in the introducer sheath and could not be pushed into the microcatheter (unspecified brand). The physician retracted the stent and observed it had been released in the introducer sheath; the stent body was separated from the delivery wire. A new stent was used to complete the procedure using the original microcatheter. There was no report of any negative patient impact. A photo of the complaint device was included in the complaint. On 28-nov-2023, additional information was received. The information indicated that the patient is a 59-year-old male with a past medical history of atherosclerosis. The target vessel of the procedure was the left middle cerebral artery (mca). The procedure was reported to be an angioplasty. The microcatheter used was a prowler select plus (606s255x / lot# unknown). Adequate flush was maintained through the microcatheter. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The stent / stent delivery system did not appear damaged. There was no clinically significant delay in the procedure as a result of the reported issue.